Event description:
It was reported that the device had etco2 does not detect disposable. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿etco2 does not detect disposable¿ issue confirmed functionally, and the cause verified internal inspection. Workmanship at bd. The harness assembly was improperly routed due to a lack of instruction in the mp. The torsion spring punctured and pulled the harness when the door was rotated open and thus disconnected it from the optical luer assembly. Harness assembly replacement required. Route to service depot for repairs. Product fi report uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.